Event description:
Boston scientific crm received information that this right ventricular lead was surgically abandoned as it was not capturing at high outputs.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.